Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 02/12/2015, belt: 07/02/2012.

Event description:
A us distributor reported that the patient passed on the afternoon of (B)(6) 2018 while reportedly wearing the lifevest. The patient was reportedly found by building security and the police. It was also reported that the patient was taken to the morgue. Further details surrounding the patient's death were not reported. Per clinical review of the available ECG data from (B)(6) 2018, the patient was in an idioventricular rhythm at 95 bpm transitioning to polymorphic ventricular tachycardia (vt) at 170 bpm for approximately 20 seconds with the heart rate falling below threshold for approximately six minutes. The patient's rhythm during this time was polymorphic vt at 140 bpm. The rhythm then transitioned to an idioventricular rhythm at 90 bpm from 00:13:48 to 00:20:17. Between 00:20:24 and 00:22:34, the device intermittently detected asystole and an arrhythmia while the patient's rhythm was fluctuating between idioventricular rhythm from 55 bpm to 90 bpm with low amplitude cardiac signal, severe bradycardia at 10 bpm, and asystole. From 00:22:43 to 00:22:57, two arrhythmias were detected with the ECG showing severe bradycardia at 10 bpm to 60 bpm with non-sustained ventricular tachycardia (nsvt) degrading to asystole. From 00:25:34 to 00:26:29, asystole was detected four times with the ECG showing severe bradycardia at 10 bpm transitioning to an idioventricular rhythm at 60 bpm. From 00:27:25 to 00:35:37, asystole was detected five times with the ECG showing severe bradycardia at 10 bpm. From 01:04:46 to 05:15:04, nine arrhythmias were detected with the ECG showing asystole. The response buttons were pressed at 05:16:14. The patient was in an idioventricular rhythm from 10 bpm to 20 bpm degrading to asystole from 00:35:37 until the device abnormally shutdown at 05:16:19. The device restarted at 05:16:19. The patient was in asystole from 05:16:19 until approximately 07:08:00 on (B)(6) 2018. No continuous ECG data recordings are available from 07:08:00 until the device's final shutdown at 13:24:59. Asystole and bradycardia are considered a non-shockable rhythm. Oversensing of low amplitude cardiac signal and nsvt contributed to the false detections. The device properly did not treat the patient during these false detections. The patient's prescribed treatment threshold for vt was 200 bpm. The patient's rate was below the treatment threshold. The monitor was returned to zmc for evaluation and found to be fully functional. The electrode belt has not been recovered from the field but there is no indication of a device malfunction. There was no allegation that the device caused or contributed to the patient passing. No indication that the device caused or contributed to the patient passing.